Event description:
Event description guidant received information that this ventricular lead, which was implanted yesterday, had poor sensing and high pacing thresholds during a post-operation check. A chest x-ray indicated the lead had pulled back approximately 1cm.